Event description:
The graft was implanted, 4/24/84 for a resection of an aortoiliac aneurysm. On 12/19/96, the graft was explanted due to a suspicion of a left femoral anastomotic aneurysm. In addition, the graft appeared to be partially split at the left femoral iliac level and also demonstrated loss of resistance to touch. The dr elected to only partially remove the damaged section and leave most of the graft in situ. The pt's post-operative condition is reported as stable.